Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 500 mg/dl. When the customer checked the insertion side, the cannula was not inserted in the body. The site was irritated but not infected. The customer was advised on insertion techniques and declined troubleshooting for high blood glucose. The customer treated with manual injection. The insulin pump was not replaced or returned.